Event description:
Patient with a history of sensorineural hearing loss due to auditory neuropathy. He underwent cochlear implant placement on the right. His performance with this device has subsequently been less than expected. More recently, he has been felt to have a soft failure of his right cochlear implant.